Event description:
Malfunction of icp monitor-no evidence by CT to suggest a change in icp. Basilar cisterns were seen, cortical "gyri sulci" visualized and unchanged from initial CT-no new mass lesions. Doubtful juncture of ventricular catheter. Catheter adjusted.